Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901u1ues9gzb4. Hardware: sm-s901u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 317 mg/dl after an unspecified duration of pod wear on the leg. The patient reported feeling unwell with symptoms including nausea, vomiting blood, sweating, and the presence of ketones, which prompted him to seek medical attention. The patient was transported by ambulance to the hospital, where they were admitted and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous fluids, an insulin infusion, and vitamins. The patient further reported that insulin leakage was observed around the cannula upon pod removal. The patient was discharged from the hospital on (B)(6) 2026.